Event description:
It was reported that the patient's blood glucose level rose to 20 mmol/l (360 mg/dl) while wearing the pod between 25 and 36 hours. The patient reported that an insulin odor was noted and the cannula was not properly inserted in the infusion site (arm). Upon removal of the pod, the cannula was found bent. As treatment, the pod was replaced.

Manufacturer narrative:
We are unable to confirm or determine the root cause of the reported unsure properly inserted cannula. We are unable to confirm or determine the root cause of the reported bent cannula. The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.